Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurses reported that in the online survey the temporary pacing electrode was not successfully placed because access.

Event description:
It was reported that the critical care nurses reported that in the online survey the temporary pacing electrode was not successfully placed because access.

Manufacturer narrative:
The reported event was inconclusive because the investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The device history record review could not be performed without a lot number. A labeling review could not be performed since no material number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.